Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, an incident report was provided, and the complaint was verified. A review of device labeling found the following statement: "most nursing staff prefer to inspect the handpiece components prior to scheduled cases and before patients are premedicated. Doing so ensures adequate time to troubleshoot a problem or seek professional service with the least disruption to patient care." Although the malfunction may have gone undetected prior to the procedure, a retrospective review of versacut complaints from the last two years showed that the same malfunction going un-noticed and occurring intraoperatively had not led to serious injury. A lumenis clinical manager, being a person qualified to make a medical judgement, had reasonably concluded that although no serious injury related to the event was reported and no medical intervention was reportedly required to preclude serious injury, the same malfunction might cause or contribute to serious injury should it recur. In an abundance of caution lumenis is reporting this event as a malfunction which might cause or contribute to serious injury should the malfunction recur. The device is expected to be returned to the manufacturer for product analysis. This complaint and other similar versacut complaints are being handled through (B)(4) to further investigate this failure.

Event description:
A foreign user facility reported that a doctor experienced intermittent operation of their versacut tissue morcellator while performing a holep procedure. The doctor stopped the procedure and switched to a second handpiece to complete the procedure. No report of serious injury or medical intervention to preclude serious injury was received.

Manufacturer narrative:
Lumenis is closing out this complaint/product investigation, and has initiated CAPA #: (B)(4) to further investigate intermittent versacut handpiece operation.